Manufacturer narrative:
(B)(4). This lot was manufactured from july 09, 2014 ¿ july 14, 2014. Evaluation summary: the device was received for evaluation. Visual and microscopic inspections did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were there was a black mark on the filter of a small volume intermate. This was noted after compounding with colistimethate. There was no patient involvement. No additional information is available.